Event description:
The complainant alleged that during a routine shift check by a clinician that intermittently they were unable to read any info on the display screen. The complainant indicated that there was no pt involvement with this reported malfunction.